Event description:
The angled long saber attachment was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device overheating was attributed to debris and broken down lubrication.